Event description:
It was reported a ventricular lead warning occurred during the patient's open heart surgery. One day later, the lead impedance measurements were within normal range and it was pacing and sensing appropriately. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg): (B)(6) 2010. (B)(4).